Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert with an 11mm one almost 1 year and 4 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 april 2022. Lot 188583: (B)(4) items manufactured and released on 05-feb-2019. Expiration date: 2024-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.